Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision reported via sales rep; right; reason(s) for revision : pain and resorption of calcar. Update rec¿d (B)(4) 2014 - medical records received. Patient revised to address osteolysis. Upon revision, yellow fluid, fibrinous tan debris within the posterior aspect of the femoral head, and corrosion on the trunnion were noted. The sleeve is now being reported. Stem remained in situ, and is being added to the complaint. This complaint was updated on: (B)(4) 2014.